Event description:
The customer reported that after 5 - 6 blood pressure readings were taken on a patient over the course of 45 minutes to an hour, the patient developed dermatitis on their arm. Based upon the location of the blisters, the dermatitis appeared to be a reaction to the ink on the cuff.